Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-oct-2023. The most recent information was received on 17-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of dysmenorrhoea ("pelvic pain during menstruation") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned premenstrual syndrome. On (B)(6) 2014, the patient had essure inserted. In 2017, she experienced dysmenorrhoea (seriousness criterion medically important), premenstrual syndrome ("increase in pre-menstrual syndrome"), fatigue ("considerable fatigue that compels me to take a daily afternoon nap intrudes into the days that I don¿t work, reduction in sporting activity"), intermenstrual bleeding ("metrorrhagia"), vision blurred ("difficulty focusing"), pain in joint involving shoulder region ("knee joint pain"), pain in knee ("knee joint pain"), spondylolisthesis ("spondylolisthesis with spondylolysis") and spondylolysis ("spondylolisthesis with spondylolysis") and was found to have hamartoma ("hamartoma"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to dysmenorrhoea, premenstrual syndrome, fatigue, hamartoma, intermenstrual bleeding, vision blurred, pain in joint involving shoulder region, pain in knee, spondylolisthesis or spondylolysis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Patient¿s current status: abnormally fatigued condition and increase in symptoms. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) ) on 04-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of dysmenorrhoea ("pelvic pain during menstruation") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned premenstrual syndrome. On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced dysmenorrhoea (seriousness criterion medically important), premenstrual syndrome ("increase in pre-menstrual syndrome"), fatigue ("considerable fatigue that compels me to take a daily afternoon nap intrudes into the days that I don¿t work, reduction in sporting activity"), intermenstrual bleeding ("metrorrhagia"), vision blurred ("difficulty focusing"), pain in joint involving shoulder region ("knee joint pain"), pain in knee ("knee joint pain"), spondylolisthesis ("spondylolisthesis with spondylolysis") and spondylolysis ("spondylolisthesis with spondylolysis") and was found to have hamartoma ("hamartoma"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to dysmenorrhoea, premenstrual syndrome, fatigue, hamartoma, intermenstrual bleeding, vision blurred, pain in joint involving shoulder region, pain in knee, spondylolisthesis and spondylolysis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Patient¿s current status: abnormally fatigued condition and increase in symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.